Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. Based upon the sample condition, the complaint investigation is confirmed for a leak at the butt joint; and unconfirmed for a balloon rupture. It is likely that the user perceived the leak at the butt joint as a balloon rupture. The definitive root cause for the leak at the butt joint could not be determined. It is unk if pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during the initial inflation in the femoral artery, the pta balloon ruptured at 14 atmosphere (atm). The balloon had been inflated one time using an inflation device. There were no retraction issues, and the catheter was retracted without incident. There was no reported of pt injury.